Event description:
It was reported that when a therapist placed a patient on a ventilator, the vent shut down and rebooted. The patient was then extubated and did not need to be placed on another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer reported that they replaced the breath delivery unit (bdu) central processing unit (cpu). The customer support engineer (cse) then installed the current software and the vent was placed back in service.